Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. Catheter analysis found coring-tears-cuts in the seal of the sc connector. Leaks were observed during the leak test. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving morphine (17,5 mg/ml at an unknown dose) and clonidine (37,5 mcg/ml at an unknown dose) via an implantable pump for an unknown indication for use. It was reported there was a pump failure. Loss of effect was reported. The catheter was checked and it was okay. The event date was reported to be (B)(6) 2018. The pump was explanted. It was unknown if the pump was replaced by a medtronic product. When prompted for contributing factors to the event, the answer provided was "-". The issue was resolved. The patient status was alive - no injury. The patient¿s weight and medical history were unknown/unavailable. Additional information was received from a foreign hcp via a manufacturer representative. The pump had been sent for return. The cause of the pump failure was not determined. Additional information was received from a foreign hcp via a manufacturer representative. The pump was implanted in early 2016; no specific date was available from the hcp/customer. The pump was explanted in summer 2017; no specific date was available from the hcp/customer. When prompted to provide additional information regarding the pump failure and if a specific problem was identified, the manufacturer representative noted that the patient described less effect in therapy. Two catheter checks were performed via side port, and both were okay. The logs were okay, and there were ¿no stalls etc.¿ no further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 8731sc, serial# unknown, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported that the serial number and implant date of the catheter could not be given exactly.